Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. Concomitant products: 694758, lead, implanted: (B)(6) 2010.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device showed discrepancy in values with the atrial and ventricular rate histograms. A message stated that ventricular sensing episodes were unavailable. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.